Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer reported that an external vga monitor is connected with this unit with no burn marks. Customer identifies from the picture that he requires a cold fire board.

Event description:
Customer reported that the unit switched off automatically and the alarm lights turned purple while use on a patient. They can press the power button for 10 seconds to switch off the ventilator but can't startup again. Device was removed from the patient but no the patient was not harmed. They have another ventilator for backup and they move the patient to it immediately. The customer reported there is no patient consequence associated with the event.